Event description:
Customer reported that the reservoir was bent and that tubing did not seat properly.

Manufacturer narrative:
Reliability analysis inspected 1 opened reservoir, found snap cap out of specification reservoir will leak.